Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during drain 2/3 was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The hp stated they disconnected to use the restroom and never closed the clamp then reconnected. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during drain 2 of 3. The hp stated they disconnected to use the restroom and never closed the clamp then reconnected. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and had the hp start over with new supplies. The tsr reviewed proper procedures per the user manual with the hp. The patient was involved but there was no patient injury or medical intervention reported. A follow up was made via phone call. The home patient (hp) has continued therapy with no injury or medical intervention as a result of this incident. The lot number was unknown and the supplies had been discarded. The hp confirmed they started over with new supplies.